Event description:
A patient reported that the implantable neurostimulator (ins) was depleting a lot quicker than she expected, she was charging too often, and it was taking too long to recharge. The patient said that she typically gets all 8 bars shaded and she recharges in the evening before she falls asleep. It was suggested that representative review recharge statistics. The patient had recently increased parameters. The patient had high density settings. It was reviewed how programmer parameters affect recharge interval. The patient was redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain.